Manufacturer narrative:
The pump was received with no button response due to a flattened up keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the functional testing due to the keypad anomaly. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 359 mg/dl. She stated that the blood glucose was high due to stress. It was also reported that the max basal rate could not be changed. The customer treated with a manual injection. The act button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.